Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) has not been able to charge the ins in about a year. Reviewed the possibility that her ins is in overdischarge and suggested pt have her ins checked. Pt has been having a lot of pain through her leads up - pt clarified in between her shoulders and her lower back . Pt stated she is having so much pain that her pain medication is not helping. Pt has an appt with hcp tuesday (B)(6). Additional information was received from the manufacturer representative (rep).the cause of the patient not charging in over a year and possible overdischarge was determined to be that the patient moved and reported that she was just busy and forgot. Manufacturer representative (rep) saw the patient 2/23/2021 and attempted a reset that was unsuccessful. The patient will see a surgeon (B)(6) 2021 to discuss battery replacement.